Event description:
It was reported to vyaire medical that the ventilator went inoperable while on a patient. There was no patient harm reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. No patient harm was reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
D9: device was not returned for evaluation, however it was evaluated and repaired onsite. H3: findings/root cause: the customer's reported issue was able to be confirmed. Unit was auto-cycling intermittently at startup. Wiring and cables were reseated to the mainboard, blender and power supply. There was a loose connection of flow sensor to the mainboard, the connection was secured. Drying tube from the exhalation valve to solenoid appeared damaged at connector on exhalation valve receptacle size. Removed tube and confirmed fraying at the end of the tubing. The tube was wrapped and reinstalled. Auto-cycling was no longer present after repair. Allowed vent to ventilate at 100 fio2 for warm-up. All tests passed required criteria. Unit meets factory specs.